Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip open while locked. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with an mr grade of 4+. It was noted there were tethered leaflets. The clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. However, upon deployment, the physician suspected that the clip slightly opened due to mr did not change. A second clip was deployed to stabilize the first clip and to reduce mr. Two clips were implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints. All available information was investigated and a cause for the unintended movement associated with the clip opening while locked in this complaint could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.na